Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that video connector socket failure was the cause, nevertheless a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Event found after procedure, therapeutic choledochoscopic surgery. It was finished with the same device. No delay reported by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was interference in the image due to faulty video cable socket. The additional evaluation findings are as follows: printed circuit board failure. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center¿s image gets noisy when connected to 190 series. There was no report of patient harm.